Manufacturer narrative:
Exact date unknown, event occurred a week from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was depleting faster than expected. It was noted that the patient was using a high rate program. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.